Manufacturer narrative:
Updated data: b4, g3, g6, h1, b5, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the unit was not switching on. Thoroughly checking found the voltages on the power supply was not coming. It was found that the power supply was faulty and it was replaced from the customer stock. Upon checking the unit was switching on. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement and no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was not switching on. No patient was involved.